Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2017, the patient went to the hospital reporting that a shock was delivered. During the follow-up, several oversensing episodes were detected. Provocative maneuvers with the arms were performed in order to reproduce the noises in case of myopotentials, but the noises were not reproduced. The patient is reporting that he was working with an electric sander when the shock was delivered, however the patient reports that he was handling the tool through its isolated parts. The physician decided to increase the sensing threshold and the numbers of cycles of persistence. Preliminary analysis did not reveal any device malfunction.

Event description:
Reportedly, on (B)(6) 2017, the patient went to the hospital reporting that a shock was delivered. During the follow-up, several oversensing episodes were detected. Provocative maneuvers with the arms were performed in order to reproduce the noises in case of myopotentials, but the noises were not reproduced. The patient is reporting that he was working with an electric sander when the shock was delivered, however the patient reports that he was handling the tool through its isolated parts. The physician decided to increase the sensing threshold and the numbers of cycles of persistence. Preliminary analysis did not reveal any device malfunction